Event description:
It was reported that left ventricular lead had an apparent fracture with high impedance and loss of capture. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) distal conductor was fractured; full lead was returned and analyzed. Blood/body fluid on distal conductor(not obstructed) and outer insulation was melted.